Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that their son¿s blood glucose level was high. Blood glucose level was 411mg/dl at the time of incident. Customer also reported about the under delivery. Customer¿s current blood glucose is 260mg/dl. Customer treated that with bolus through pump, manual injection and water. Customer reports they have not contacted their healthcare professional regarding the high blood glucose levels. Customer¿s parent reported that they performed x ray on neck and the pump was on their son¿s waist. Customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance imaging. Displacement test was performed which passed. The insulin pump will not be returned for analysis.